Manufacturer narrative:
X-ray review results: post-op x-ray for lumbar kyphoplasty (level unknown) is provided. A small amount of cement is present in the pre-vertebral venous complex. This is a known occurrence with kyphoplasty/vertebroplasty. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty at l1 due to compression fracture. Before implanting the cement into the patient, it was noted that the cement was doughy and homogeneous; and was kept at proper temperature before and during implantation. Post-operatively, it was detected that the cement leaked in the segment of the patient's vertebral body. No information is available on whether there were any patient complications or not.